Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a procedure, a lens rotated in the injector and came out wrong. One of the legs from the intraocular lens (iol) pushed very hard towards the eye capsule. The surgeon was afraid of causing a rupture so he stopped the insertion. He took the product out of the eye and continued with another iol. The procedure was completed and there was no harm to the patient.